Event description:
The issue occurred during preparation for use of an unspecified procedure and was completed with the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of communication error occurred was not confirmed. Based on the results of the investigation, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. However, a definite root cause that led to the malfunction could not be identified. The instruction manual states the inspection method associated with the event in "¿ltf-s190-5/10, chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had a communication error that occurred. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.